Event description:
It was reported multiple occlusion alarms occurred over the span of two days. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed supplies and resumed insulin therapy. The customer reported using the cartridge for over 72 hours tandem technical support educated the customer on the proper usage.